Event description:
Company representative reported an unknown side "a package sticking, packaging was discarded and implant used they are concerned about the sterility as they had to keep the packaging together rather than detach." Device remains implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Company representative reported an unknown side "a package sticking, packaging was discarded and implant used they are concerned about the sterility as they had to keep the packaging together rather than detach." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform sticking.